Manufacturer narrative:
Additional narratives/data: section a4 and a5: incomplete /unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. The following sections have been updated accordingly: section h6: health effect - clinical code:2140 - visual disturbances: used to indicate photophobia/increased light sensitivity-persistent and visual disturbance- dysphotopsia requiring surgical intervention. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported patient presented with blurred vision, tired eyes, dysphotopsia, sensitivity to sunlight, and feeling she was seeing the edges of the lenses and distorted vision in (B)(6) 2023 and reported it has been going on like this since the cataract surgery in 2022. There are no known quality issues with the lens. Patient had seen multiple doctors and have asked for the lens to be removed. The intraocular lens (iol) was explanted from the right eye due to the patient complaints and an adjustable lens was implanted in its place. Patient is doing better now, although his vision is still somewhat blurred and there is significant corneal edema after the iol exchange that is resolving. For the corneal edema, no intervention was required beyond the usual eye drops, and it lasted more than 15 days after the lens explant. The product is not available for return. No other information was provided.